Manufacturer narrative:
Product analysis the device was returned with the red safety lock pin removed from the device, the device was identified by the strain relief, a kink was observed on the gold outer sheath adjacent to the blue outer sheath, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to implant an everflex entrust stent. The IFU was followed. The thumbscrew/lock-pin was checked for securement prior to procedure. No resistance noted during advancement. It was reported the stent deployed itself involuntarily while the hcp pulled the red locking pin off the deployment system handle. The stent deployed about 1.5 cm distally from planned position. No deformation noted to the deployed stent and the delivery system was safely removed. There was no injury or vessel damage to the patient as a result of the difficulty. No other actions were taken as a result of the inaccurate deliver. No patient injury reported for this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.